Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the ccd module fluid damage, the insertion flexible tube (ift) coating damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for control body buckled, the biopsy inlet piece leak, the remote control button(1) cut, the operation channel resistance, and the insertion flexible tube (ift) collapse; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.